Event description:
On (B)(6) 2017, the patient had a normal ICD change out, and this chronic rv lead remained implanted. On (B)(6) 2017 there appeared to be noise on the ff and rv channels. Lead impedances were normal. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 16 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragment which most likely resulted from constant friction against the generator housing. However the insulation was intact. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the observed noise on the rv and ff channels. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.